Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The unit p-cap / test and reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. A water filled reservoir was used during testing. Pump error 63 alarm during the self test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thus software. The pump uploaded to care link pro without any errors. The pump was cut open and traces of moisture on pcba1, motor and battery tube assembly noted during visual inspection. ¿ ¿the following were noted during visual inspection: minor scratches on lcd window, label damage, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. On 10/15/2024 07:00:54.000 normal bolus delivered, normal bolus amount programmed = 0.8 bolus amount delivered = 0.8. In summary, the pump passed functional testing. Unable to verify customer alleged for high bgs. Pump error 63 alarmed during self test. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose. The customer reported a blood glucose value of 150 mg/dl. The customer reported hyperglycemia had no treatment respectively. The event involved product(s) mmt-1715k, mmt-332a, mmt-387a. Troubleshooting was not performed. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of high blood glucose event. The customer was requesting to receive a new pump. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1715k. No product return is required for mmt-387a.